Event description:
A sagittal saw attachment was sent for svc and it overheated during performance testing. No adverse event was associated with the device.

Manufacturer narrative:
Debris in upper assembly was identified as the probable cause of the device overheating. The device was not returned to the user facility; it is not repairable once it is disassembled.